Event description:
It was reported that this right ventricular (RV) lead exhibited a fracture with out of range high impedance. The patient underwent a surgical intervention to deactivate the lead and implant a new product. The deactivated lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED A FRACTURE WITH OUT OF RANGE HIGH IMPEDANCE. THE PATIENT UNDERWENT A SURGICAL INTERVENTION TO DEACTIVATE THE LEAD AND IMPLANT A NEW PRODUCT. THE DEACTIVATED LEAD REMAINS IMPLANTED. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.Supplemental report submitted to update the following fields:- If Follow-up, What Type?- Evaluation Method Codes.- Evaluation Conclusion Codes.The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A Risk Review was completed and confirmed that the event of fracture and out of range high impedance were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.